Event description:
It was initially reported that the site requested a replacement handheld computer due to the screen freezing during interrogations, which was said to be resolved during reseating of the flashcard. It was also noted that the screen alignment was off, but troubleshooting with the company representative would not resolve the issue. The screen was said to realign during the middle of use. The device has been returned to the manufacturer for analysis but has yet to be completed.